Manufacturer narrative:
The device was removed for eval. We were unable to duplicate the complaint upon receipt; the unit performed according to our specs. The biomed reported that error message on the screen was "overheating". However, the system does not have an "overheating" alarm. The unit most likely exhibited either a "power module overtempt" alarm due to blocked fan air vents causing the power driver module to overheat, or an "over temperature" alarm due to over temperature fluid supply caused by dirty temperature probes or an occluded flow path. Both alarms will cause the system to shut down, as it is designed to do. When the fms2000 recognizes a situation that is compromising effective infusing, it stops pumping and heating, stops infusing fluid into the pt, displays an alarm message, instructions for corrective measure, and sounds an audible alarm.

Event description:
On (B)(6) 2014, it was reported by a biomed at the hospital, that the belmont rapid infuser, fms2000, experienced an overheat incident during a case.